Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon would not hold pressure due to a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the balloon would not hold pressure due to a pinhole. The procedure was completed another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The shaft was kinked inside the balloon at the distal end. It was also noted that the black rx tunnel of the device was detached. Functional evaluation was performed, the balloon was inflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. The reported event of a balloon pinhole is therefore not confirmed. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.